Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette won't attach properly. There was unknown patient involvement and unknown patient harm/no adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 01-oct-2024. H3 and h6. Codes: updated. Device analysis: one pump was returned for analysis in used condition. The reported complaint was confirmed by visual inspection and functional testing. The cause was a defective downstream occlusion (dso) sensor, and the dso seal separating from bezel. The dso sensor, dso seal, and latch lock sensor were allr eplaced. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.